Manufacturer narrative:
Physio-control evaluated the device and determined that this unit had batteries that were older than the 2 years recommended in the operation manual. Physio-control replaced the batteries and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not powered on while attempting to monitor a pt. It was confirmed that this event did not affect pt care.